Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power, even cannot be powered up and was in black screen and requested for preventative maintenance. Customer checked for power outlets and the cables, everything looked fine and the power outlet had power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power to the device. A field service engineer (fse) found the device with no power due to a full height drawer issue. Troubleshooting led to replacing the pyxis bus controller board and interface pyxis bus controller board, which resolved the problem. A functional test and diagnostics were performed in hardware test application, and the customer successfully inventoried medications to verify proper operation. The system functioned as intended after the field service engineer repaired the device.